Event description:
It was reported that pump touchscreen became frozen and would not respond to customer inputs, preventing interaction with pump screen. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, but touchscreen remained unresponsive. The customer reverted to an alternate method insulin therapy.